Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the catheter was leaked saline out of the sheath. A 1.25mm rotapro was selected for use for an atherectomy procedure of a heavily calcified and minimal tortuous left main lesion. The rotapro was prepped and platformed outside the patient. During the procedure, the rotapro catheter was delivered to the lesion, and the device stalled after used several times in the lesion without a problem. Upon inspection, the catheter was leaking rotaglide fluid 6 to 8 inches from the black nose of the advancer in the clear plastic sheath. The device was removed from the patient's body and the procedure was completed with a 1.25mm rotapro burr. There were no patient complications reported and the patient's status post procedure was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the returned product consisted of a rotapro device. The returned rotapro handshake connections are connected; but the burr catheter housing was not attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically examined. The coil is stretched and kinked at the handshake connection. The sheath was torn 19cm from the strain relief which is consistent with the damage seen with the toughie being over tightened on the sheath. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to the melted ultem. A melted ultem is due to the interruption of saline, by insufficient flow of saline used during the preparation or during the procedure of the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the catheter was leaked saline out of the sheath. A 1.25mm rotapro was selected for use for an atherectomy procedure of a heavily calcified and minimal tortuous left main lesion. The rotapro was prepped and platformed outside the patient. During the procedure, the rotapro catheter was delivered to the lesion, and the device stalled after used several times in the lesion without a problem. Upon inspection, the catheter was leaking rotaglide fluid 6 to 8 inches from the black nose of the advancer in the clear plastic sheath. The device was removed from the patient's body and the procedure was completed with a 1.25mm rotapro burr. There were no patient complications reported and the patient's status post procedure was stable.